Event description:
It was reported that during an attempted implant, it was difficult to advance the lead into the superior vena cava and into the right atrium. The lead seemed to get stuck on a structure despite numerous attempts to advance with different stylet. The lead was explanted for visual examination which revealed that the helix was slightly extended prior to implant. The lead rotation tool was used to successfully performed retraction and extension. Once the helix was retracted, the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.